Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient undergoing an (B)(6) trial. It was reported that the patient was so tired last night after the evaluation. Additional information was received two days later. The antibiotic prescribed by the doctor made the patient sick and gave them vomiting and diarrhea. No further complications were reported/anticipated.